Event description:
Pt's spouse called lfs on pt's behalf alleging that test strip was misscut. The strips would not accept blood or initiate the count down process. There was no evidence of an adverse event. No medical care was sought. Pt's spouse reported 50 strips with the same issue. The customer service representative discussed product discontinuance.